Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed hiccups post implant. When the device was interrogated, loss of atrial sensing and capture were observed. Programming was switched to vvi, and the hiccups stopped. The atrial lead was successfully repositioned on (B)(6) 2010.